Manufacturer narrative:
The device was not returned for evaluation, however, the photo provided by the reported confirms that the fiber was forward firing. The allegations of forward firing could be confirmed but as the device is not available for analysis, the reported crack in the glass tip was not able to be confirmed and a clear probable cause for the event cannot be established. In the evidence provided it was observed that the fiber metal cap was not detached but instead rotating. Use of a fiber where the tip is rotating is advised against in the instructions for use, therefore, the conclusion code assigned to the investigation is unintended use error caused, which is indicates the interaction between the user and device, or sample, this includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) after 116513j the laser started to forward firing and the glass tip cracked. A new fiber was opened to complete the procedure. No patient complications were reported.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) after 116513j the laser started to forward firing and the glass tip cracked. A new fiber was opened to complete the procedure. No patient complications were reported.